Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a delay in order crossover from the electronic medical record system. A technical support specialist (tss) remotely accessed the station and identified that the system time was incorrect by 16 minutes. The tss corrected the time settings and verified that the latest upload and download activities were synchronized with the current time. The tss sent a follow-up communication to the customer, confirmed that the issue was resolved, and proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had a delay in order crossover from the electronic medical record system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.